Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan in 60 minutes" message from his adc freestyle libre sensor. Customer reported experiencing unspecified symptoms of hyperglycemia and had contact with a healthcare professional who diagnosed him with hyperglycemia. Customer was administered insulin (dose/type unknown), oxygen, and oral glucose as treatment. There was no report of death or permanent injury associated with this event.